Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. Visual inspections & results: any other noticeable damage, no; batch number, k0120n; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent; position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, damaged; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no; result of attempted firing, good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the stpales within design specification. No conclusion could be reached as to how this damage occurred. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, the restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported during a laparosocpic assisted vaginal hysterectomy the surgical technician reported that the metal notch at the hinge area slipped out of hole. Another instrument was opened to complete the case. There was no consequence to the pt.